Event description:
It was reported the unit was displaying a speaker malfunction errors and not making noise. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The speaker assembly was replaced per current process. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required.